Event description:
PICC line was being placed in the left arm. After approx 33cm had been inserted without difficulty, resistance was met. The line was flushed. As resistance was still being met. The registered nurse began to withdraw the line a short distance. As this was being done, the registered nurse felt the catheter give way. Approx 12cm was then withdrawn and the break in the catheter was visible. The catheter was taped still attached to the guidewire, on the outside of the forearm. The 33cm inside the arm were ultimately removed in an invasive radiology procedure.